Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly during the broaching phase into the femoral side the distal part of instrument was broken. The threaded cup impactor was damaged.

Manufacturer narrative:
Additional information was received that the report event did not extend greater than 30 minutes in surgery. A reassessment of the event determined that there was no serious injury that occurred. The initial report should be voided.